Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections b5, d1, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2022 to 10-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer manually removed cubie pocket 1.1 e 1 and e 2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system cubie pocket e2 from auxiliary drawer 1.1 was not opening when users tried to pull out medication for a patient. This caused a delay in therapy; the customer confirmed they had to retrieve the needed medication from pharmacy. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pocket e2 from auxiliary drawer 1.1 was not opening when users tried to pull out medication for a patient. The customer confirmed there was no delay as they were able to retrieve the needed medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.